Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported ¿malfunction¿ during ¿procedure¿ involving an olympus ¿device¿. The customer suspected that the cause of the rm malfunction was this. There was no patient injury reported.